Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated a tiny explosion, and a spark was observed while the programmer was idle. It was also reported that a burnt plastic smell was noted. Troubleshooting steps were taken to change a new power cord; however, the programmer did not turn on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer generated a tiny explosion, and a spark was observed while the programmer was idle or that a burnt plastic smell was noted. However, it was confirmed that the programmer would not power up. It was further noted that the printer drawer was damaged and no stylus was provided. Additionally, it was noted that the power cord bay was broken. The overlay bezel was damaged. The lower handle cover was cracked and keyboard was damaged. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.